Event description:
The staff reported that the bed pt positioning monitor (ppm) alarm was set and when they returned, the ppm was off. No injuries.

Manufacturer narrative:
Repairs have not been completed.